Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion event occurring earlier in the day. There was no reported impact to the customer's blood glucose level, as the caller declined to provide that information. To resolve the issue, the customer changed the soft cannula infusion set and cartridge and resumed using insulin. The customer was educated about changing cartridges every 48 hours when using humalog/insulin lispro, which they understood and acknowledged. No additional assistance was necessary as no frequent occlusion issues were reported.